Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery failure. No patient involvement reported.

Manufacturer narrative:
The field service engineer confirmed the reported problem. The battery will not charge. The fse replaced the battery to resolve this issue.